Manufacturer narrative:
(B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. In this case, it was noted that the patient had a small sized aortic root. The valve appeared entirely functional. The patient underwent aortic root enlargement and had a larger valve implanted. The reported event was not confirmed; however, it appears that the root cause of this event was due to patient related factors. There has been no indication or allegation of a product malfunction and/or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve, implanted for two (2) years and one (1) month, was explanted due to severe aortic stenosis with presumed patient prosthesis mismatch. The patient was noted to have a small sized aortic root. During explantation, the valve appeared entirely functional. There was no problem with the leaflets and no pannus ingrowth. Aortic root enlargement was performed with bovine patch reconstruction to accommodate a larger valve. The valve seated comfortably. The surgeon had some concern regarding the proximity of the left main with the larger valve but had taken great caution at placing the sutures here and did see retrograde cardioplegia coming back throughout the case. The patient was weaned easily off cpb and tee demonstrated a well-seated and functioning aortic valve. Echo showed no significant wall motion abnormalities other than septal dyskinesis from the pacemaker. Flow at the left main coronary artery was noted as well. Protamine was administered and tolerated well. The patient was hemodynamically stable. However, she had a sudden cardiovascular collapse. It was unclear what transpired and she could not be resuscitated by anesthesia and ultimately began open cardiac massage for CPR for 10 minutes with no recovery of heart function. She was placed back on cpb and CABG x1 with saphenous vein graft to the anterior descending artery was performed. It was attempted to wean the patient from bypass but she tolerated this poorly. Inotropic support was increased, but she ultimately could not sustain any meaningful ventricular activity and it was presumed this was predominant left ventricular failure of unclear etiology. She was bleeding quite significantly at this point in time from multiple services with an obvious coagulopathy. It was not felt that keeping her on an assist device would be meaningful for her survival. It was attempted to resuscitate her further with pressors and inotropes, but this was unsuccessful and she was pronounced dead in the operating room.